Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same patient involving two separate products and associated with mdrs #1225714-2014-02802, 1225714-2014-02803, 1225714-2014-02804, 1225714-2014-02805.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and subsequently expired on (B)(6) 2009 after the use of the product.